Manufacturer narrative:
Device was returned due to being in backup mode. Device image indicated that reset error had occurred and caused the device to revert to backup mode. Product code was downloaded, and analysis was performed. Backup operation was reproduced at cold temperature and this is consistent with xena ic anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pacemaker was found in backup operation on (B)(6) 2021 upon initial interrogation prior to an implant procedure. There was no patient involvement as the device was not implanted at the time of discovery.